Event description:
On 29 july 2025, senseonics was made aware of an incident where the user complained of not getting any signal from the sensor. If the transmitter is pressed hard against the skin, the customer would get weak signal. The sensor was inserted on (B)(6) 2025 and the issue began right after insertion. A transmitter replacement did not resolve the issue and the user was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor. The issue did not lead to any adverse event nor caused any patient harm.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The customer was inserted with a sensor on (B)(6) 2025 and could not get signal with the transmitter. If the transmitter was pressed hard into the skin, the transmitter could find "weak" signal. The system gave multiple "no sensor detected" alerts after the insertion. Basic troubleshooting steps like placement test and assistance with placement techniques did not resolve the issue. The case was then escalated to next level support and transmitter replacement was initially issued to evaluate whether the issue was transmitter-related. Since the problem persisted, the user was then advised to return to their hcp for further assistance in locating the sensor and to discuss potential next steps, including removal and reinsertion. The sensor was removed on (B)(6) 2025, and a new sensor was successfully inserted. Based on the available information, the most likely root cause of the incident can be attributed to placement of sensor. Either it was inserted deeper than expected or inserted at an angle which could have prevented proper communication between the sensor and transmitter. B4. Date of this report: 12 sept 2025. G3. Date received by the manufacturer? 12 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4315.